Manufacturer narrative:
Video received by our quality team for investigation. Through visual inspection, syringe is attached to the pump, occlusion sound sis heard, unable to confirm difficult in the plunger movement. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Physical sample is required to further analyze. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
The bd 20ml syringe without needle code 1000000546 lot: 2202303 ref: 990687 when used with an infusion pump in port b or in a braun perfusor it presents high pressure due to obstruction without having it, there is difficulty with the manipulation of the plunger, a resistance.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had difficult plunger movement during the infusion. The following information was provided by the initial reporter, translated from spanish: "the bd 20ml syringe without needle code 1000000546 lot: 2202303 ref: (B)(4) when used with an infusion pump in port b or in a braun perfusor it presents high pressure due to obstruction without having it, there is difficulty with the manipulation of the plunger, a resistance."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.